Manufacturer narrative:
Patient information: no specific patient information was provided. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, field performance review, file kit test and a review of labeling. Review of trending reports for the architect stat troponin-I assay did not identify any trends. An increase in complaint activity was not identified for reagent lot 88191un19. Using worldwide field data the historical performance of reagent lot 88191un19 was evaluated and compared to the performance of all architect stat troponin-I reagent lots in the field. The patient medians were analyzed and found to be within the established imits. However, review of the cal f rlu data found the lot outside the established limits. Therefore, accuracy testing was performed to further evaluate the reagent performance. A retained kit of reagent lot 88191un19 was used to test an internal troponin-I panel of known concentration. Acceptance criteria was met which indicates acceptable product performance. Device history records were reviewed for the reagent lot, which did not identify any issues. Additionally, labeling was reviewed and sufficiently address the customer issue. Based on this investigation, no systemic issue or deficiency of the architect stat troponin-I assay was identified.

Event description:
The customer observed falsely elevated and erratic architect stat troponin-I results. The initial sample generated 0.316 ng/ml; repeats: 0.085; 0.059; and 0.038 ng/l. An alternate collection tube generated 0.111 ng/l. The patient was redrawn and results on another architect were 0.026, 0.038 ng/ml. The customer uses a cutoff of 0.028 ng/l. The customer indicated the elevated results did not match the clinical picture of the patient. There was no impact to patient management reported.